Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the multiple absorbable suture line with coating was fractured, which caused the incision of the uterus bleeding. The bleeding was about 400ml. They immediately replaced a non absorbable suture to stop bleeding.